Event description:
It was reported to ge that the rad shield fell and struck the pt. Apparently, this caused trauma to the liver of the pt and damaged the table. The equipment has been taken out of service.